Event description:
It was reported that there was a continuous alarm sounded from the power module that lasted about a minute. The alarm was unknown and the power module was replaced. The power module and system controller would be returned for service and analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous alarm sounding from the power module was not confirmed. The returned power module, serial (B)(6), was connected to a mock circulatory loop for an extended period of time without activating any alarms. The power module (B)(6) functioned as intended during the analysis. The root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Power module (serial #(B)(6)) was shipped to the customer on (B)(6)2013. Heartmate power module instructions for use (rev. B) section 5- ¿responding to alarms¿ explain how to properly interpret and troubleshoot alarms. Heartmate power module instructions for use (rev. B) section 2- ¿setting up the power module (pm) prior to use¿ states the user to contact the hospital and obtain replacement if the product is damaged or the yellow wrench symbol is lit. Heartmate 3 instructions for use (rev c) section ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev d) section ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.